Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As found through implant patient registry (ipr), nine months post implant of the 26mm sapien 3 valve in the aortic position, the valve was explanted. Despite multiple attempts made to gather additional information, the exact cause of the explant is unknown at this time.

Event description:
As found through implant patient registry (ipr), nine months post implant of the 26mm sapien 3 valve in the aortic position, the valve was explanted. Despite multiple attempts made to gather additional information, the exact cause of the explant is unknown at this time.  Patient is a 76-year-old male status post transcatheter aortic valve replacement who was hospitalized in six months later for bacteremia. Patient re-presented to the emergency room a month later (seven months post tavr) ER with sepsis.  Echo revealed vegetations on the aortic valve, with moderate/severe mitral regurgitation.  Blood cultures positive for e.faecalis.  Patient was treated with IV antibiotics and consulted for CT surgery. Nine moths post procedure, the explant sapien/re-do aortic savr was performed with a 23mm edwards magna ease and mvr with a 29mm non-edwards tissue valve. Patient was discharged home on (B)(6)2020 with routine follow up scheduled. He was diuresed aggressively. Case management discussed discharge to skilled nursing facility and patient declined. He continued with aggressive physical therapy for strengthening. Remained on IV antibiotics until 14 days post procedure. He did go back into atrial fibrillation with controlled rate and was started on eliquis.

Manufacturer narrative:
Update to b5, g4, h2, h6, and h10.  Additional information indicates that the valve was explanted due to endocarditis 9 months post procedure. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. As described in a technical summary written by edwards lifesciences ¿clinical technical summary for endocarditis¿, late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In early cases of pve, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Reports of pve occurring greater than 60 days of implant (late), or within 60 days of implant (early) and with a known source of infection (e.g. Abscessed tooth, uti), are not be reportable. This event is no longer reportable to the FDA. This supplemental is to unreport the event.